Event description:
It was reported that the pt was implanted a biolox forte head 28/-3.5 s 12/14 on the right side on (B)(6) 2014. The pt was revised on (B)(6) 2014 due to dislocation of the head.

Manufacturer narrative:
The MFR has not yet received devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).